Event description:
Customer reported erroneous differential test results were obtained for multiple patients while using the coulter lh 750 hematology analyzer. The test results were flagged with an instrument generated message. Erroneous test results were reported out of the laboratory. Corrected reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents event 1 of 10 events reported by this customer.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls and reproducibility. Controls were run daily. Controls were run before and after this incident. The instrument's sensitivity was set at [2202] which is mid-level for all settings except imm ne 1, which is set to the off position. Note: imm ne 1 is a flag for suspect immature neutrophilis, primarily bands. On (B)(4) 2008, the field service engineer adjusted the ambient temperature on the diluter 4 card. Replaced the s-lyse solenoid. Performed e-lyse and s-lyse pump volume optimization. Also performed diluent and lyse timing. Ran several samples w/o any errors. Raw data analysis was performed and identified interference from debris in the lymphocyte regions. There is no separation between lymphocytes and debris due to possible wbc incomplete lysing for this specific sample (icteric), which caused unlysed red cells to be shown as debris. Due to the interference, the algorithm falsely reports higher lymphocyte#. Root cause may be attributed to the interference from the debris. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 1 of 10 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01107, 01109, 01110, 01111, 01112, 01113, 01114, 01115, 01116.